Event description:
The consumer reported receiving 2nd and 3rd degree burns from the heating pad. She stated using the heating pad on her back and arm. Burns of this nature are caused by laying or leaning against the heating pad which is contrary to proper use instruction.